Event description:
Please be advised that while investigating an event involving one of our products, bwi noted a potential adverse event regarding a non-bwi product. It was reported that a pulsed field ablation (pfa) was planned for a cavotricuspid isthmus (cti) for flutter and at some point, they wound up reversing and a clot was observed. The clot was discovered by ultrasound. The pfa did not work on the cti line. Sometime between mapping was completed with a pentaray, and getting the ablation catheter, they found a clot on the tip of the faradrive¿ sheath. The clot was noticed coming out of the sheath on intracardiac echocardiography (ice), the sheath at the time was in the right atrium. There was no clot noticed in the patient after they aspirated the sheath. The clot was pulled from the sheath. They completed the cti line using a stsf catheter. The patient was fine. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).